Event description:
It was reported that a pump alarmed for a system error 322 during a nexium gtt infusion in the nicu care area. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The system error was confirmed and reproduced during testing caused by a failed upper and lower aux. The device was not in spec and the upper and lower aux have been replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.